Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The remaining battery charge level after >1-hr of testing was 48% of full capacity. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld battery was not holding a charge. The handheld and software were received by the manufacturer for analysis. However, analysis has not completed to date.